Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two devices in a row. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. H6: medical device problem code 1494 clarifier - indication for use. The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a thrombectomy interventional procedure using a 9f sheath. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.